Event description:
The complainant had an impella cp pump placed along with extracorporeal membrane oxygenation for the support of a patient admitted in with acute myocardial infarction/cardiogenic shock. The patient had a hematoma at the femoral site along with some oozing. The team troubleshot with pressure holding, knee immobilizer, and chemical paralysis to reduce the patient movement. Additionally, the patient did get red blood cells and albumin. The patient remained stable until successful case completion.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. H.6 code 4641 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26906.